Manufacturer narrative:
The paw gauge was replaced.

Event description:
Customer reported the a5 anesthesia system's paw gauge displayed a reading when it should have been zero. No patient injury was reported.